Event description:
It was reported that the user experienced signal loss between the dexcom g7 cgm and the ilet, while the dexcom app continued to display glucose readings, indicating the cgm was functioning and the issue was limited to the ilet connection. Symptoms included no reported adverse clinical effects. Outcomes included no impact to blood glucose management and no need for medical care. Investigation included remote troubleshooting and user education, including bluetooth toggling, device restart, and re-entry of the pairing code to restart the pairing process. Investigation of this case revealed a communication pairing issue between the ilet and the cgm, consistent with connectivity malfunction without sensor failure. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication disruption that resolved or was expected to resolve with standard re-pairing steps.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.